Event description:
A malfunction was reported by the customer, but there was no adverse impact on the customer¿s blood glucose level. Technical support provided the customer with instructions to reset the pump, which resolved the malfunction. The customer was advised to continue using the pump and to contact support again if the malfunction recurs.